Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime. Customer also reported that the screen has moisture and the piston does not seem to be detecting the reservoir. Blood glucose value was 279 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and the rewind. The motor was tested outside of the device and passed. The insulin pump alarmed during the prime test due to moisture damage on the force sensor resistor. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads. Moisture damage was noted on the electronic assemblies.